Event description:
It was reported that the patient underwent a revision procedure due to incontinence when carrying heavy goods or coughing that started one month prior to the revision procedure with an artificial urinary sphincter (aus). When the patient visited the physician testing found weak cuff strength. The aus remains implanted and saline was added to the balloon and the patient does not need any more pads following the revision.